Event description:
A retrospective review was performed by agfa for events, from years 2012 to (B)(6) 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 19, 2014. The following event was identified and is being reported to the FDA. Agfa service upgraded the sites's dx-d600 system to version 3.5 and after the upgrade the wall stand was very difficult to move vertically when vertical tracking is enabled. There seems to be a correlation between positions where a wall height is specified within the position. Wall stand seems to want to return to that specified height. Log files were sent to (B)(4), agfa's supplier, and investigated. Root cause was determined to be related with the detents functionality of the system. In some instances when the tracking is de-activated the wall-stand vertical manual movement seems to be not fully operative with the feeling that opposes motion. (B)(4) 2014, (B)(4) developed a correction for the detents functionality of the system. Agfa initiated the following corrective actions related to this dx-d600 event. On december 15, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any patients or users.

Manufacturer narrative:
(B)(4). Statement in 2nd sentence reads " vigilance activity to report identified events was implemented (B)(6), 2014." The year should read 2015.(B)(4)

Event description:
Statement in 2nd sentence reads " vigilance activity to report identified events was implemented (B)(6), 2014." The year should read 2015.